Manufacturer narrative:
It was communicated that explants will not be sent for investigation.

Event description:
It was reported that tibial component was loose in cement implant interface/mantle as a result of multiple falls. Ankle and lower limb issues. No obvious wear. Surgeon does not fault implant. Tibial baseplate and articular insert have been revised.

Manufacturer narrative:
(B)(4).